Event description:
Reportable based on the analysis completed on (B)(4) 2013. It was reported that the stent failed/unable to deploy. Vascular access was obtained via femoral artery. The de novo, 85% stenosed target lesion was located in the mildly tortuous carotid artery. During a carotid stenosis stent implantation, a 8.0-21 carotid wallstent stent was advanced but could not be deployed after it crossed the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient status is stable. However, the returned product analysis revealed stent damage.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: a visual examination of the returned device found that the stent was fully mounted on to the stent delivery system. No issues were noted with the profile of the device. During analysis, the stent was able to be deployed, however, resistance was encountered. No issues were noted with the inner shaft; however, the distal stent wires were uncrossed and damaged. No other issues were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).